Event description:
On or about (B)(6) 2022, patient underwent placement of the of the angiodynamics xcela port, lot number 150554 0100, ref number h965451190. The device was implanted at (B)(6). In 2022, patient's port was subsequently removed due to occlusive thrombus.

Manufacturer narrative:
The manufacturer conducted a documentary review of risk analysis. Without returned product and reference/batch number, it is not possible additional documentary review and to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).